Event description:
A power source alert 07 was reported by the customer. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer resolved the issue by leaving the adapter plugged in for 30 consecutive minutes, which allowed the pump to begin charging. No further assistance was required.